Event description:
It was reported that after surgery where a tightrope was inserted, patient complained about feeling the button. In a revision surgery the tightrope was removed and was observed to have been wrongly placed initially. There was nothing broken.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The evaluation revealed that one 5.5mm round button, one 2.6mm oblong button and two small strands of suture with frayed ends were returned, confirming the complainant's claim that the returned (B)(4) mini-tightrope was explanted. According to the reporter (revision surgeon), the most likely cause of the event was incorrect initial placement of the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.